Event description:
Customer's ot ultra meter has a white powder inside meter, "readings look cloudy". They also reported that the test strips were peeling back, customer would have to take the strip out and reinsert it into order to test. The issues were unresolved with the meter and the test strips. Customer did not report any symptoms or adverse events. Customer stated that they did visit their physician and had a blood sugar test done. No treatment reported. The meter and strips have been replaced for the customer.